Event description:
Hologic field applications specialist (fas) reported on behalf of customer one sars-cov-2 tma run, wl (B)(4), using assay lot 273163 on panther instrument sn (B)(4) which had 11 discrepant samples. The customer ran samples in triplicate from their bd max platform and observed different results than on the panther. No results were reported as the run in question was a part of a validation study.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed that after running the covid-19 tma verification panels, customer put on 11 samples in triplicate. Hologic product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues; the samples were likely low-target. Customer worked with field applications specialist (fas) to improve correlation between instrumentation platforms in their lab to resolve discordant results during their verification runs. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.